Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not seen/fallopian tubes with no coils in') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and headache (" headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, fatigue, headache and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2021: procedure(s): laparoscopic bilateral salpingectomy, diagnostic hysterectomy (bilateral) findings/complications: enlarged somewhat bulky uterus. Normal appearing ovaries. Fallopian tubes with no coils in place (noted when tubes sliced open). Possible submucosal myoma. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2019: confirmation test? Yes result : unknown. Pathology test - on (B)(6) 2021: gross description a. Right fallopian tube, partial salpingectomy: general: received is a pink-tan segment of fallopian tube, measuring 5.5 x 0.5 cm. Sections: 1 sections to include bisected fimbria b. Left fallopian tube, partial salpingectomy: general: received is a pink-tan segment offallopian tube, measuring 3.0 x 0.5 cm. Sections: 1- sections to include bisected fimbria. Ultrasound scan vagina - on (B)(6) 2021: enlarged solid appearing bulky uterus. Inhomogeneous endometrium both essure are noted in the proper position.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not seen/fallopian tubes with no coils in') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and headache (" headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, fatigue, headache and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2021: procedure(s): laparoscopic bilateral salpingectomy, diagnostic hysterectomy (bilateral) findings/complications: enlarged somewhat bulky uterus. Normal appearing ovaries. Fallopian tubes with no coils in place (noted when tubes sliced open). Possible submucosal myoma. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2019: confirmation test? Yes. Result : unknown. Pathology test - on (B)(6) 2021: gross description. A. Right fallopian tube, partial salpingectomy: general: received is a pink-tan segment of fallopian tube, measuring 5.5 x 0.5 cm. Sections: 1 sections to include bisected fimbria b. Left fallopian tube, partial salpingectomy: general: received is a pink-tan segment offallopian tube, measuring 3.0 x 0.5 cm. Sections: 1- sections to include bisected fimbria. Ultrasound scan vagina - on (B)(6) 2021: enlarged solid appearing bulky uterus. Inhomogeneous endometrium both essure are noted in the proper position.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not seen/fallopian tubes with no coils in') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and headache (" headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, fatigue, headache and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2021: procedure(s): laparoscopic bilateral salpingectomy, diagnostic hysterectomy (bilateral) findings/complications: enlarged somewhat bulky uterus. Normal appearing ovaries. Fallopian tubes with no coils in place (noted when tubes sliced open). Possible submucosal myoma. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2019: confirmation test? Yes. Result : unknown. Pathology test - on (B)(6) 2021: gross description a. Right fallopian tube, partial salpingectomy: general: received is a pink-tan segment of fallopian tube, measuring 5.5 x 0.5 cm. Sections: 1 sections to include bisected fimbria b. Left fallopian tube, partial salpingectomy: general: received is a pink-tan segment offallopian tube, measuring 3.0 x 0.5 cm. Sections: 1- sections to include bisected fimbria. Ultrasound scan vagina - on (B)(6) 2021: enlarged solid appearing bulky uterus. Inhomogeneous endometrium both essure are noted in the proper position.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case category updated to serious incident. New event added: essure coils not seen/fallopian tubes with no coils in place. Lab data, reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.